Event description:
Report received of 14mg of morphine being unaccounted for from a pca vial during patient usage. On an unspecified date and time, the device was programmed in the pca only mode to deliver morphine 1mg/ml with a 2mg pca dose, a 10 minute patient lockout, and a 30mg 4 hour limit. The customer contact reported that at 1200, a new vial was placed in the device and the display history indicated that 26mg hadbeen delivered. The delivered amount was cleared from the display history. At 0700, the nurse noted that the display indicated 16mg had been delivered and the vial was reportedly empty. The customer contact reported that the nurse was "expecting to have 14mg remaining." There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical use. The medication administration log reportedly did not show that an additional vial had been used. The customer contact reported that "there probably was a vial added and that it may have been signed out on another patient."